Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 139247 endo ii taper insert std 0mm t lot#: 596440, catalog#: 162656 ingl ansr impct dstl pstnr 9 lot#: 648390, catalog#: 12-139016 endo ii mod endo head sz 46 lot#: 805270. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total hip revision due to failed cement mantel post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.